Event description:
It was reported that the 7700 system screen turned gray and would not fluoro. It was also noted that a sv cable failure error comes up after reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The screen failure could not be duplicated. However identified the need to replace the 5 volt supply and dc distribution board. Components replaced and the system was found to be working as intended and placed back into svc. Discussed with facility staff the observed power line variations and the potential impact on system performance.